Event description:
At about 0250, the rrt that was caring for the pt when the low minute volume alarm went off saw that the ventilator was not providing a correct rate for the pt. Pt was immediately hand ventilated and another vent was set up. The ventilator was subsequently removed from service for eval.